Manufacturer narrative:
(B)(4). The reported complaint of "persistent "possible helium loss 3" alarms" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabp console exchanged for persistent "possible helium loss 3" alarms". No additional informaiton available from the customer.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iabp console exchanged for persistent "possible helium loss 3" alarms". No additional information available from the customer.